Event description:
A hosp biomedical engineer (bme) reported that a high frequency cable separated at the connector end. When the cable separated, a nurse touched the hot cable and burnt the fingertips. The bme stated that the minor burn was treated with cream.